Event description:
It was reported that, "is supposed to be a trident tritanium 68mm cup and the label says it's a 8mm cup. An 8mm cup does not exist."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.